Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation. Reporting institution phone # (B)(6). Reporter phone # - (B)(6).

Event description:
The customer reported that their pop ups were not working in relation to an event where a patient had to be re-suscitated on (B)(6) 2022.

Manufacturer narrative:
H3 other text : the customer refused further assistance and requested the case to be cancelled.

Event description:
Philips received a complaint on the patient information center ix reporting that the device failed to alarm properly. It was reported that when the event occurred a child patient was being monitored. The mother of the child observed that her child was not doing well and alerted the clinical staff. The staff reported not seeing pop up alarms on the bedside monitor as expected. The patient required resuscitation which was successful. A good faith effort was completed to acquire additional information about the event, but the response indicated the customer was unwilling to provide further details. The customer indicated ¿the incident did not occur exactly as it was initially reported, therefore nothing has to be checked and the question can be cancelled.¿ functional test were not completed because the customer refused further service, requesting that the case be cancelled. Based on the information available, the cause of the reported problem is undetermined. The reported problem could not be confirmed and no further action is necessary at this time.